Event description:
It was observed that during the device evaluation, the sonicbeat transducer exhibited the tissue pad was severely worn. There were traces of contact with the probe on the non-insulated parts. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: the event can be detected/prevented by following the instructions for use which state: 1. Ultrasonic waves were output while the tissue was grasped at the tip of the grasping section, which caused contact between the probe and the tissue pad at the rear end of the grasping section, resulting in severe abrasion of the tissue pad. 2. Wear of the tissue pad caused the gripper to come into contact with the probe. 3. Contact marks were left as ultrasound was output while the gripper and probe were in contact. 4. The probe was subjected to the load of ultrasound output and tissue grasping, which caused cracks starting from the contact marks, which resulted in an error. Drawing number and revision number of IFU: ge8031 13. If any irregularity is observed, take proper remedial actions by referring to chapter 8, ¿troubleshooting¿ in the instruction manual for the ultrasonic generator. Do not use the transducer on the patient if any irregularity is observed with the equipment. Otherwise, the system may not work properly and serious injury to the surgeon, surgical staff and/or the patient may result. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.